Manufacturer narrative:
(B)(4).

Event description:
The pt had not been feeling well and had heard alarms from the pump. The pump was interrogated. A motor stall was noted in the event logs with no motor stall recovery recorded. The motor stalled on (B)(6) 2011 with a tube set message on (B)(6) 2011. The pump was refilled on (B)(6) 2011 and the logs did not reflect a motor stall recovery. The device system was used to deliver fentanyl (200 mcg/ml). Additional info has been requested, a f/u report will be sent if additional info becomes available.